Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardioverter defibrillator's autocapture function was inappropriately identifying capture as non-capture. Programming changes were discussed but not made. The patient was asymptomatic to the event.

Event description:
Additional information - programming changes were made to address the issue on 29 jun 2020.